Event description:
Customer stated that they have owned the shower for about 4 months. On (B)(6) 2023, his wife was in the shower and the fixed mount portion popped off causing her to fall in the tub. She sustained bruising and is aching.